Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). The reporter commented: she had received treatment for following events"chronic, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ chronic pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine and she did not undergo an essure confirmation test¿. Reporter information, essure indication (amended), essure removal were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and cervix carcinoma ('tumor/teratoma/cancer type:cervical cancer') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's concurrent conditions included body mass index normal. Concomitant products included cortisone, ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraine"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to metals") and nausea ("nausea"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal hemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced genital haemorrhage ("general abnormal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced osteoarthritis ("other injury(ies) or complication (s) please describe: osteoarthritis/ joint tissue deterioration"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), uterine pain ("uterine pain") and arthralgia ("hip/knee pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient was found to have cervix carcinoma (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced menopause ("hormonal changes describe: perimenopause") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), cyst ("tumor/teratoma/cancer type: cyst,"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type: worsening vision,") and was found to have uterine leiomyoma ("tumor/teratoma/cancer type: fibroid") and weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),d&c and cervical cancer removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cervix carcinoma, genital hemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, vaginal hemorrhage, allergy to metals, bladder disorder, urinary tract disorder, tooth disorder, nausea, urinary tract infection, menopause, adenomyosis, fatigue, uterine leiomyoma, vaginal discharge, visual impairment, weight increased, osteoarthritis, uterine pain and arthralgia outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, back pain, bladder disorder, cervix carcinoma, cyst, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, menopause, menorrhagia, migraine, nausea, osteoarthritis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal hemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: she had received treatment for following events"chronic, dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: sensitivity to metals, bladder or urinary problems or changes, dental problems, nausea, infection (bladder/ urinary tract/vaginal) type: uti,hormonal changes describe: perimenopause, reproductive system disorder or condition type of disorder or condition: adenomyosis, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, tumor/teratoma/cancer type: cyst, cervical cancer, fibroid, vaginal discharge, vision/eye problems type: worsening vision, weight gain/loss specify which one: weight gain, other injury(ies) or complication (s) please describe:osteoarthritis, joint tissue deterioration, hip pain, uterine pain were added. New reporters, concomitant condition and drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic') and cervix carcinoma ('tumor/teratoma/cancer type: cervical cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included body mass index abnormal. Concomitant products included cortisone, ibuprofen and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraine"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to metals") and nausea ("nausea"). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced genital haemorrhage ("general abnormal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced osteoarthritis ("other injury(ies) or complication (s) please describe: osteoarthritis/ joint tissue deterioration"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), uterine pain ("uterine pain") and arthralgia ("hip/knee pain"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2016, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced menopause ("hormonal changes describe: perimenopause") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), cyst ("tumor/teratoma/cancer type: cyst,"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type: worsening vision,") and was found to have uterine leiomyoma ("tumor/teratoma/cancer type: fibroid") and weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), d&c and cervical cancer removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cervix carcinoma, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, allergy to metals, bladder disorder, urinary tract disorder, tooth disorder, nausea, urinary tract infection, menopause, adenomyosis, fatigue, uterine leiomyoma, vaginal discharge, visual impairment, weight increased, osteoarthritis, uterine pain and arthralgia outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, arthralgia, back pain, bladder disorder, cervix carcinoma, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, migraine, nausea, osteoarthritis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: she had received treatment for following events"chronic, dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.